Event description:
Information received from the field notes that the patient was taken to surgery because the lead was not functioning. The pacer was replaced and the lead began to function. The lead again began to show abnormal function and an x-ray replaced.~~~~~~~~